Manufacturer narrative:
The xience stent referenced is filed under a separate medwatch report number. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified. No manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents, and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use, which suggests a product quality issue with respect to manufacture, design, or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance/position the stent delivery system (sds) over the guide wire appears to be related to operational circumstances of the procedure. Based on the reported information, the guide wire was advanced to the lesion without any issues noted. It is likely that during advancement of the sds over the guide wire, the sds encountered resistance with the 70% stenosed, mildly tortuous and moderately calcified anatomy likely causing damage to the guide wire lumen reducing the clearance resulting in the reported difficulty to advance, and difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly tortuous, and moderately calcified lesion in the obtuse marginal coronary artery. A 0.14 ht balance middle weight guide wire was advanced to the lesion. The 2.75x28mm xience alpine stent delivery system (sds) was advanced over the guide wire, however, resistance between the devices was met. Resistance was also felt on removal, and the device was removed together as a single unit. The stent dislodged from the sds once outside the anatomy. A new bmw guide wire and a 2.50x28mm xience alpine stent were used to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay reported in the procedure. No additional information was provided.